Event description:
Customer's mother reported via phone call that insulin pump had a blank display screen. Customer's blood glucose was high and was treated with manual injection. During troubleshooting, caller states that there was a black area on pump sticker at the end of battery compartment and looks like a burn. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.